Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 150 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 10 november 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience battery charging issue. It was confirmed that multiple malfunction alarms and cartridge alarms occurred on 19 june 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.